Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the shield, an internal plastic component of the sleeve, was provided by the complainant. The photograph confirmed the complainant's experience of seal component separation. Based on the description of the event and the photograph provided by the complainant, the shield most likely dislodged as a result of non-axial insertion or removal of asymmetrical instrumentation through the sleeve. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Name of procedure being performed: diagnostic laparoscopy. Detailed description of event: the inner seal of the trocar in the gelpoint mini fell into the patient on exchange of 5mm instrument. Rep asked the type of instrument inserted through the trocar at the time of the event is unknown, only that it was a 5mm instrument. Retrieved seal from patient. No harm to patient and patient is fine. Product to be returned. Additional information was received via mail on 20jun2019 from FDA mw5087222. "Clear plastic fell apart and into pt from gelpoint mini advanced access platform. FDA safety report ID#(B)(4). Additional info received via phone on june 21, 2019 from applied medical account manager: the hospital staff in quality refuses to send the product back as it is not decontaminated and they cannot decontaminate at the facility. They further refuse to return the unit in a red bio bag. However, the hospital has provided photos of the unit. Type of intervention: retrieve seal from the patient. Patient status: fine.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: diagnostic laparoscopy. Detailed description of event: the inner seal of the trocar in the gelpoint mini fell into the patient on exchange of 5mm instrument. Rep asked the type of instrument inserted through the trocar at the time of the event is unknown, only that it was a 5mm instrument. Retrieved seal from patient. No harm to patient and patient is fine. Product to be returned. Type of intervention: retrieve seal from the patient. Patient status: fine.